Event description:
Complaint received alleging "customer received third degree burns from a theratherm." No add'l info received from pt or representing attorney. No specific product info such as model number etc given. Product has not been returned for eval.